Event description:
Bill states the chair was sent to the facility and ordered by a family member for the end user out of state, when delivered the right side frame was bent and all the way down the front castor is inward about three inches,out of box. Bill stated no damage to the box and chair has not been used by the end user. Bill was given the number to the provider belnick,inc to contact for service, bill states he did not have a contact number for the family member who ordered the chair, bill will contact the provider directly. No further information provided.